Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was determined that the packaging pouch was not completely sealed. The reported condition was verified. The cause of the reported condition was due to human error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an interlink i.v. Conn loop / inj site was not sealed. This was noted before use. There was no patient involvement. No additional information is available.